Event description:
It was reported that a glaucoma shunt was implanted without incident on (B)(6) 2012. On (B)(6) at the post operative visit 1 week, the tube was touching to cornea. As a treatment, the tube was cut so it would not touch the cornea. There was no patient injury related to the event. In follow up the treating physician indicated there was no product malfunction or patient injury associated with use of the device. He further indicated the causal relationship between the event and the device as ''unlikely''. The device remains implanted in the patient's eye.

Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Manufacturer narrative:
Implant date is being corrected to (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.